Event description:
Home pt (hp) reports leak from pt extension line noted after treatment on homechoice device. Hp reports small cuts/slits noted in tubing line. No pt injury or medical intervention required per hp.